Manufacturer narrative:
Date of event and patient weight are estimated. The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident cannot be conclusively determined.

Event description:
It was reported the patient experienced discomfort at the ipg site and movement of the ipg in the pocket. As a result, on (B)(6) 2026, the physician repositioned the ipg to address the issue.